Manufacturer narrative:
(B)(4).

Event description:
The customer reports in the nursing department, the swg (spring wire guide) was found kinked prior to patient use.

Manufacturer narrative:
Qn# (B)(4). The customer returned an opened cs-27702-e kit with various components , including a guide wire assembly for evaluation. None of the components showed evidence of use. Visual examination of the returned guide wire assembly revealed that the end cap was missing from the assembly and the guide wire was slightly advanced out of the advancer tube. The portion of the guide wire exposed out of the advancer contained a kink. The cap was not returned in the opened kit. Several other kinks were observed along the length of the guide wire body. The location of the distal kink and the cap not being present indicates damage resulting from the guide wire coming in contact with other components during shipping and handling. Both welds were observed to be full and spherical. The kinks in the guide wire were located 309, 356, 421 and 546 mm from the proximal end. The overall length and outer diameter of the returned guide wire were measured and were found to be within specification. A manual tug test confirmed both the distal and proximal welds are intact. A device history record review was performed on the guide wire assembly, packaging and manufacturing and no relevant issues were identified. Other remarks: the report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. Visual examination revealed several kinks in the guide wire body. The damage observed is consistent with damage occurring during transit. A device history record review was performed on the assembly and manufacturing of the guide wire with no relevant findings identified. Based on the sample received, it was determined that shipping and handling caused or contributed to this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports in the nursing department, the swg (spring wire guide) was found kinked prior to patient use.